Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 21:01:00.000, (B)(6) 2025 22:15:00.000, (B)(6) 2025 22:17:00.000, (B)(6) 2025 22:18:00.000. Insert battery alarm was found on: (B)(6) 2025 21:07:03.000 to (B)(6) 2025 21:58:48.000, (B)(6) 2025 22:08:00.000, (B)(6) 2025 22:18:52.000, (B)(6) 2025 21:39:56.000 to (B)(6) 2025 21:55:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 21:11:47.000 to (B)(6) 2025 21:41:00.000, (B)(6) 2025 22:14:43.000 to (B)(6) 2025 22:27:00.000. Pump error 23 alarm was found on: (B)(6) 2025 22:29:04.000. Power loss alarm was found on: (B)(6) 2025 22:29:19.000, (B)(6) 2025 22:29:27.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 21:01:00 after more than 7 days at 15.69 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 18:25:00 after more than 7 days at 16.92 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 14:24:00.000, (B)(6) 2025 03:02:00.000, (B)(6) 2025 03:12:00.000, (B)(6) 2025 04:28:00.000, (B)(6) 2025 04:38:00.000, (B)(6) 2025 09:59:00.000, (B)(6) 2025 10:09:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 19:53:21.000 sgcalibrationerror (776) was found on: 05/01/2025 19:43:33.000. Lostsensor2alert (781) was found on: (B)(6) 2025 03:28:00.000, (B)(6) 2025 03:38:00.000, (B)(6) 2025 04:57:00.000, (B)(6) 2025 05:07:00.000, (B)(6) 2025 10:25:00.000, (B)(6) 2025 10:35:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for unexpected battery power loss and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed despite of inserting at least 12 batteries. And also received power loss of alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. Customer was not able to clear the power loss alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.